Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. This failure could happen if the impactor experiences repeated striking off-axis or excessive force. Damage this device can most likely be attributed to normal wear and tear. Evaluation: as returned, the impactor head has fractured. The device has a potential field age of approximately (B)(4) and has been used an unknown number of times. The device history record has been reviewed and the lot in question was produced, inspected and packaged within established and validated process parameters.

Event description:
It is reported that a portion of the driver fractured off upon impaction.